Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the operator used a 6fr angio-seal vip for hemostasis. However, the operator found it difficult to insert the sheath and dilator through the guidewire even after a few attempts. Finally, the operator decided to compress the puncture site manually. Hemostasis was achieved and patient showed no complication. Patient showed no complication. The procedure outcome was successful additional information was received on 4/24/18: the operator was performing a femoral approach for angioplasty and used a 6fr procedure sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was not a pre deployment angiogram performed. There were no other equipment or devices used with the angio-seal.

Manufacturer narrative:
One 6 fr angi-sseal vip device was returned for evaluation. The hemostasis sheath, arteriotomy locator, carrier tube, plastic tray and pouch were returned. No outward signs of damage or deformation were noted. The sheath was examined under a microscope and no breaks in the hydrophobic coating were noted. The locator assembly was also slightly curved. The tip of the hemostasis sheath was examined and yellow residue was noted confirming the presence of mdx coating. The locator and sheath were mated and a sample guidewire was inserted into the locator which was able to slide inside smoothly and was able to the travel completely through the cannula. The mated dilator assembly was inserted in a fixture to test for tortuosity and the assembly was able to slide freely and flex as intended. Based on provided information, complaint is confirmed for the failure mode of insertion difficulty of the sheath. The cause of the issue experienced by the user cannot be determined since no anomalies were found on the returned device but it is likely due to the temporary obstruction during insertion by subcutaneous tissue or fat. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.